Event description:
The hospital alleges that two vaporizers can be turned on simultaneously. There was no report of pt involvement. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.